Event description:
It was reported that during device implant procedure, once the introducer was introduced, the physician was not able to aspirate any blood due to suspected valve issue. The introducer was replaced and procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned without the dilator, and analyzed. Analysis was performed and no anomalies were found. The delivery system shaft was mechanically kinked/buckled. Blood was observed on the valve, and on the shaft of the delivery system. Visual analysis of the lead indicated damage during use. The analyst noted that the dilator was not returned, therefore the condition of dilator is unknown. Was able to flush introducer thru the valve without issue. If information is provided in the future, a supplemental report will be issued.